Event description:
Boston scientific received information that the patient with this device reported hearing tones for several days. The patient received a shock on two of the days he heard the tones. Upon interrogation, a red screen was noted with a fault code stating that single zone, vvi pacing was available. The device was explanted and replaced.

Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was confirmed to be in fallback mode. When a device goes into fallback it will beep during the capacitor charge. Review of the device memory noted that an error was identified from the internal device diagnostic testing on the day the device went into fallback mode. The device performed normally throughout the automated diagnostic tests that verify the performance of the defibrillation, pacing sensing and high voltage shocking. The device fallback was confirmed, however the cause of the device going into fallback could not be determined as the device operated normally throughout the analysis.